Event description:
Account stated they had obtained about six questionable ise results for patient samples and gave the following two examples. Sample 1 initial sodium/potassium result was 57/1.8 mmol/l and repeated as 140/4.3 mmol/l. Sample 2 initial sodium/potassium result was 101/2.9 mmol/l and repeated as 138/4.0 mmol/l. The incorrect results were not reported. The field service rep found the waste valve was malfunctioning and repaired the instrument by replacing the valve.

Event description:
Account stated they had obtained about six questionable ise results for patient samples and gave the following two examples. Sample 1 initial sodium/potassium result was 57/1.8 mmol/l and repeated as 140/4.3 mmol/l. Sample 2 initial sodium/potassium result was 101/2.9 mmol/l and repeated as 138/4.0 mmol/l. The incorrect results were not reported. The field service rep found the waste valve was malfunctioning and repaired the instrument by replacing the valve.